Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a sapien 3 valve by tf approach, at the time of deployment, the valve ¿stayed tied to the balloon¿, leading to an embolization of the valve into the aorta. The valve was deployed in the descending aorta and a non-edwards valve was implanted. The patient is doing well.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01216.   Images were returned to edwards lifesciences for evaluation. In the images, the s3 valve appears to be well positioned, with the bottom of the center marker aligned to the base of the cusps. The flex tip was pulled back to the triple marker zone prior to valve deployment. After deployment, the valve appeared to be fully expanded prior to embolization into the aorta. A DHR review was performed on the relevant work orders and did not reveal any manufacturing non-conformances that could have contributed to the reported event. A lot history review did not reveal any other additional complaints related to ¿valve ¿ valve embolization into aorta¿ and/or ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿. A review of complaint history revealed that the occurrence rates did not exceed the march 2018 control limits for applicable trend categories ¿embolization¿ and ¿withdrawal difficulty¿. No IFU/training deficiencies were identified. Additionally, inspections in place during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint of ¿valve ¿ valve embolization into aorta¿ was confirmed, while the complaint of ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿ was unable to be confirmed based on the review of returned imagery. As reported, ¿after deployment, at the time of deflating and removing the balloon, the commander delivery system got caught on the valve, leading to an embolization of the valve into the aorta.¿ system withdrawal without fully deflating the balloon and/or fully unflexing the device can increase the risk of the system getting caught during removal. Attempting to remove the delivery system while it has already been caught onto the deployed valve could dislodge the valve, resulting into valve embolization. However, per the case notes, the physician confirmed that the balloon was fully deflated prior to attempted system removal. Since procedural imagery showing the delivery system getting caught onto the valve during removal was not provided for evaluation, the aforementioned potential root cause was unable to be confirmed and there is insufficient information to determine a root cause at this time.  No manufacturing non-conformances were identified, therefore an fmea assessment is not required. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required.

Event description:
As reported by the edwards european affiliate, during the implant of a sapien 3 valve by tf approach, after deployment at the time of deflating and removing the balloon, the commander delivery system got caught on the valve, leading to an embolization of the valve into the aorta. The valve was deployed in the descending aorta and a non-edwards valve was implanted. Patient is doing well.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.